Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-05022, 2210968-2024-05023, 2210968-2024-05024, 2210968-2024-05025, 2210968-2024-05026, and 2210968-2024-05027.

Event description:
It was reported that patient underwent total knee replacement surgery on (B)(6) 2024, and barbed suture was used. It was reported that fixation feature broke during surgery. Changed to another six to continue the surgery, the same problem happened again to each. Changed to another one to complete surgery. There is no report of patient injury. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one open sample that pertained to the product code sxpp1a400. During the visual assessment of the needle-suture, it was noted that the swage and attachment area were as expected. The suture was examined, and the sides the fixation tabs were found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reached on the caused of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. The returned product determined that it was received one open sample that pertained to the product code sxpp1a400. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined along the strand and no anomalies or issues related to fixation feature breakage were observed during the evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.